Manufacturer narrative:
A review of the device history record (DHR) was not performed because there was no allegation of a device malfunction or contribution to the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had a cardiac arrest during the ion procedure. Patient expired after being on ECMO. Details of the procedure or the comorbid conditions of the patient are not available. The physician performing procedure is of the opinion that complication was not caused by ion robotic bronchoscope. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be (B)(4) with 4 total deaths (B)(4). A multicenter study reported (B)(4) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (B)(4). Another survey-based study of 103,978 bronchoscopies described 71 cases (B)(4) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of (B)(4) with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The available data suggests that the ion system did not contribute to the adverse event but it is possible the adverse event was related to the procedure including anesthesia in a patient with underlying cardiovascular co-morbidities. Attempts at obtaining further information has been unsuccessful. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. A system log review was not performed, as the reported complaint is not associated with any system errors or logged system events.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient coded. The procedure was aborted and the patient was placed on extracorporeal membrane oxygenation (ECMO) in the ICU. No additional details were provided. The pulmonologist subsequently reported that the patient had a cardiac arrest and passed away. Multiple attempts were made to obtain additional information; however, no response was received.